Event description:
The vent could not turn off after the use by the external battery. Brought it the me room and tried to turn off, but could not turn off. Then removed the external battery and connected to ac. However the vent turned off by itself.